Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 276 mg/dl. Troubleshooting was performed. Customer states they going through the fill tubing process but cannot continue. Customer states the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.